Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported via the implant patient registry that a 27mm 3000 pericardial aortic valve was explanted after an implant duration of four (4) years, six (6) months due to unknown reasons. The explanted valve was replaced with a 27mm 11500a pericardial valve. The valve was well seated. There were no procedural complications. The patient was transferred to the ICU in critical but stable condition. The patient was discharged home on pod #14 with home health nursing and pt/ot. Product evaluation revealed moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­6mm on leaflet 2 at the inflow aspect. Moderate thrombotic-like overgrowth was observed encroaching onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Multiple cor-knots remained attached to the sewing ring around leaflet 1 on the outflow aspect. Sewing ring was cut in multiple areas around the valve. Wireform was exposed around leaflet 1 due to cut sewing ring.

Manufacturer narrative:
Updated: b4, b5, g4, f10. H3: evaluation summary: customer report was of unknown reasons and could not be confirmed. X-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­6mm on leaflet 2 at the inflow aspect. Moderate thrombotic-like overgrowth was observed encroaching onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Multiple cor-knots remained attached to the sewing ring around leaflet 1 on the outflow aspect. Sewing ring was cut in multiple areas around the valve. Wireform was exposed around leaflet 1 due to cut sewing ring.

Manufacturer narrative:
Updated:b4, b5, b7, f10, g4, h6, h10 h10: additional manufacturer narrative: aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Aortic tears are life threatening conditions that require urgent intervention. In this case, the subject device was explanted prophylactically in order to replace the patient's aortic root.

Event description:
It was reported via the implant patient registry that a 27mm 3000 pericardial aortic valve was explanted after an implant duration of four (4) years, six (6) months due to aortic root aneurysm. The explanted valve was replaced with a 27mm 11500a pericardial valve and bental procedure. Per the records, the patient presented with preserved ef and aortic root aneurysm and underwent an aortic root replacement. A tear in the aortic root along nc sinus was found. Bental procedure with 11500a valve and 32mm valsalva graft was performed. The valve was well seated. There were no procedural complications. The patient was transferred to the ICU in critical but stable condition. The patient was discharged home on pod #14 with home health nursing and pt/ot. Per the surgeon's office the explanted valve did not malfunction but instead was explanted prophylactically in order to replace the patient's aortic root. Product evaluation revealed moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­6mm on leaflet 2 at the inflow aspect. Moderate thrombotic-like overgrowth was observed encroaching onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the outflow aspect.

Manufacturer narrative:
Updated: b4, g4, h6.

Manufacturer narrative:
H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
UDI number: (B)(4). Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this valve replacement procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was returned for evaluation. Upon completion of the product evaluation, a supplemental report will submitted with its findings. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported via the implant patient registry that a 27mm 3000 pericardial aortic valve was explanted after an implant duration of four (4) years, six (6) months due to unknown reasons. The explanted valve was replaced with a 27mm 11500a pericardial valve. The valve was well seated. There were no procedural complications. The patient was transferred to the ICU in critical but stable condition. The patient was discharged home on pod #14 with home health nursing and pt/ot.